Manufacturer narrative:
Updated data: b5. Additional information was received that advancement of the 14 fr non-medtronic sheath and the delivery catheter system required a reasonable amount of force due to the small vessel diameter and considerable patient obesity which resulted in a significant skin -to-vessel distance. It was noted the access vessel was unremarkable, albeit a small diameter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that advancement of the 14 fr non-medtronic sheath and the dcs required a reasonable amount of force due to the small vessel diameter and considerable patient obesity. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the information available. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. However, the cause of the reported dislodgement could not be conclusively determined with the information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the change from the non-medtronic sheath to the dcs had caused the injury. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated data: h6 - method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added. G. All manufacturers contact information updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, two non-medtronic closure devices wer e placed. The minimum access vessel diameter was 6 mm. A 14 fr non-medtronic sheath was inserted and a pre-implant balloon aortic valvuloplasty (bav) was performed. The delivery catheter system (dcs) was inserted into the patient and resistance was noted during advancement. It was reported valve placement was difficult due to hypertrophic obstructive cardiomyopathy (hoc). On the first deployment attempt, the valve dislodged. The valve was recaptured; the valve was deployed and recaptured two more times due to positioning difficulty as a result of the hoc. On the fourth deployment the valve was implanted. When the dcs was withdrawn, the non-medtronic closure device and vascular tissue "followed" the dcs. The closure device was torn from placement and damage to the common femoral artery was noted. Femoral access closure with the closure device was no longer possible. A stent graft was placed to seal the access site. Per the physician, the change from the non-medtronic sheath to the dcs had caused the injury. The twenty-four-hour post-operative electrocardiogram (ECG) identified complete heart block. Treatment was not reported for the heart block. The discharge ECG performed three days following valve implant showed sinus tachycardia. No treatment was provided for the sinus tachycardia. Of note, pertinent medical history included a pre-existing pacemaker. No additional adverse patient effects were reported. Additional information was received that advancement of the 14 fr non-medtronic sheath and the dcs required a reasonable amount of force due to the small vessel diameter and considerable patient obesity which resulted in a significant skin-to-vessel distance. It was noted the access vessel was unremarkable, albeit a small diameter. Additional information was received that approximately two moths following the implant the sinus tachycardia was resolved. Additional information was received that the two-hour post-operative ECG showed a new left anterior fascicular block (lafb). The patient was asymptomatic. Per the physician, the medtronic valve and the valve implant procedure were possibly related to the lafb.

Manufacturer narrative:
Product analysis: the dcs was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve (d606253), two non-medtronic closure d evices were placed. The minimum access vessel diameter was 6 mm. A 14 fr non-medtronic sheath was inserted and a pre-implant balloon aortic valvuloplasty (bav) was performed. The delivery catheter system (dcs) was inserted into the patient and resistance was noted during advancement. It was reported valve placement was difficult due to hypertrophic obstructive cardiomyopathy (hoc). On the first deployment attempt, the valve dislodged. The valve was recaptured; the valve was deployed and recaptured two more times due to positioning difficulty as a result of the hoc. On the fourth deployment the valve was implanted. When the dcs was withdrawn, the non-medtronic closure device and vascular tissue "followed" the dcs. The closure device was torn from placement and damage to the common femoral artery was noted. Femoral access closure with the closure device was no longer possible. A stent graft was placed to seal the access site. Per the physician, the change from the non-medtronic sheath to the dcs had caused the injury. No additional adverse patient effects were reported.